Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the distal shaft separated from the hypotube. The taxus express2 3.0 x 32 mm drug eluting stent was being prepared for use. When the physician pulled the mandrel out of the delivery device, the distal shaft separated from the hypotube. The procedure was completed with another taxus express2 drug eluting stent. No pt injuries or complications were reported.